Event description:
It was reported that foreign matter was found on the needle of the bd solomed¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that after breaking the ampoule to aspirate the product, he detected a dark spot on the syringe needle and decided not to use it on the patient. He also informed that the ampoule fell to the ground and all suspension was lost.

Manufacturer narrative:
Expiration date: medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: device manufacture date: unknown.

Event description:
It was reported that foreign matter was found on the needle of the bd solomed¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: ¿customer reports that after breaking the ampoule to aspirate the product, he detected a dark spot on the syringe needle and decided not to use it on the patient. He also informed that the ampoule fell to the ground and all suspension was lost."

Manufacturer narrative:
Investigation summary: photo received for investigation. Upon visual inspection, syringe with needle attached is observed. Failure cannot be identified based on the image received. A physical sample is required to further analyze. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.